Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties with the right atrial automatic threshold (raat) test. The raat was showing the threshold measurement was greater than the programmed output or was suspended. Technical services reviewed the available data in the remote monitoring system and found the reason for the last failed test was a low evoked response. Technical services discussed evaluating the right atrial (ra) threshold and turning off trend on the ra lead. It was also noted that there was some atrial oversensing of ventricular activity on the presenting electrogram (egm); to resolve the clinician could measure and extend cross-chamber blanking to resolve this. No adverse patient effects were reported. The device remains implanted and in service.